Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead with the middle segment measuring 41.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 0.7-3.0cm and 2.9-7.1cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 9.2-9.5cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.